Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient had unspecified injuries and additional consultation with her medical providers. The patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex mesh. Per op notes, ¿the hernia in umbilicus was reduced. A medium sized ventralex mesh was placed into the abdomen and sutured against the underlying anterior fascia.¿ (B)(6) 2014 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the removal of mesh. Per op notes, ¿the ventral hernia was located at the site of the umbilicus. The omental adhesion to mesh was taken down. The previous ventralex mesh which had small defect at lateral border was removed. A mesh was placed to cover the defect using sutures.¿ (note: the mesh implanted in this procedure will be considered as unknown.)

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney did allege consultations with a medical provider for injuries. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct PMA/510(k)#. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2013) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d1, d3, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: g4 (PMA/510(k)#). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney did allege consultations with a medical provider for injuries. No medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient had unspecified injuries and additional consultation with her medical providers. The patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿